Manufacturer narrative:
(B)(4).

Event description:
Additional review determined that it was initially reported the patient got out of bed and her pump had ¿shifted.¿ several hours later the patient had withdrawal. Additional information: it was reported the pump was not delivering medication. There was a catheter kink was confirmed by dye study. The kink was fixed in (B)(6) 2010. This was previously reported in manufacturer report # 3004209178-2012-00796. Follow-up information regarding this event will be performed via this manufacturer report.

Event description:
The patient got out of bed and her pump had "shifted several hours later." The patient experienced withdrawal symptoms that included chills, nausea, vomiting and tremors. The patient stated that her pump was not delivering medication. The patient underwent a catheter revision on (B) (6) 2010. The patient outcome was no injury. The medication being delivered via the device system was dilaudid.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
Codes no longer apply to the pump and catheter respectively. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Document contains no new reportable information related to this event.